Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019 around 10:00 am the patient fell asleep at work due to a low glucose level. His coworkers called his wife to tell her that he was ¿out of it¿ and not responding so she called 911. He stated that he did not feel any hypoglycemic symptoms prior to the event. His low alert setting was 100 mg/dl and his high setting was 200 mg/dl. He did not get any alert for the low level. His coworkers were able to get him to drink a coke and tried to have him eat a danish, but he had difficulty with the danish. The emergency medical technicians (emts) arrived and checked his bg which was 36 mg/dl; the comparison cgm reading at the time was 63 mg/dl. The patient was transported to the hospital by ambulance. No medication was provided by the emts and in the ambulance the cgm reading went up to 88 mg/dl. Upon arrival at the emergency room, the technician checked his fingerstick and did not tell them the value but told them it was off from the cgm by 50 points mg/dl. The patient was treated with unspecified fluids via intravenous (IV) therapy. Multiple fingerstick values were taken in the ER with the results steadily rising and at the time of discharge the same day his bg was up to 291 mg/dl. The following day on (B)(6) 2019 the patient still had inaccuracies where the cgm reading was 101 mg/dl but the bg value was 177 mg/dl. At the time of contact, the patient was doing good. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.